Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was degradation of the main lamp associated with long term use.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined. Upon follow up with the user facility, it was reported that, upon replacing the lamp, the reported problem was resolved.

Event description:
A user facility reported to olympus that the light source went over to "spare lamp" mode twice during a procedure. There was no delay in procedure and no patient injury or harm, associated with the problem, reported to olympus.